Event description:
It was reported via repair work order that the nurse call cable was missing and it was also reported that brakes would not engage due to broken caster stem. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.